Event description:
It was reported that the patient with this device had undergone and invasive procedure. The battery longevity post-surgery had decreased to 15%. Remote analysis confirmed that the error was a result of prolonged magnet application. Another interrogation found the device had a battery depletion error code and was beeping. The battery was recovering as expected. Technical services advised how to stop the device beeping. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. However, laboratory analysis did find memory evidence which indicated the device had declared a false positive battery depletion fault due to magnet detections.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There was no replacement device. Both the electrode and the pulse generator were explanted. There were no additional adverse patient effects. It was reported that the patient with this device had undergone and invasive procedure. The battery longevity post-surgery had decreased to 15%. Remote analysis confirmed that the error was a result of prolonged magnet application. Another interrogation found the device had a battery depletion error code and was beeping. The battery was recovering as expected. Technical services advised how to stop the device beeping. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There was no replacement device. Both the electrode and the pulse generator were explanted. There were no additional adverse patient effects. It was reported that the patient with this device had undergone and invasive procedure. The battery longevity post-surgery had decreased to 15%. Remote analysis confirmed that the error was a result of prolonged magnet application. Another interrogation found the device had a battery depletion error code and was beeping. The battery was recovering as expected. Technical services advised how to stop the device beeping. There were no adverse patient effects. The device remains implanted.